Event description:
It was reported that a patient presented high lead impedance readings during a routine office visit. The nurse did not recall the patient experiencing any seizures as a result. There were no reports of patient manipulation or trauma that could have caused or contributed to the reported high lead impedance. No x-rays were taken and the patient's device was programmed off. Revision surgery is likely to address the issue.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.